Event description:
It was reported to medtronic neurosurgery that the doctor found the catheter was occluded. It was also reported that another one was used to complete the surgery. According to the report, there was no injury to the patient and the patient's current status is normal.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, pre-implantation and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The ventricular and peritoneal catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4)